Manufacturer narrative:
Model number/ catalog number: sc-8336-50, serial number: (B)(4), batch/ lot number: 7006269, model/ catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: (B)(4), model: sc-1160, serial: (B)(4) batch: (B)(4). Additional information was received that x-ray was taken and confirmed lead migration.